Manufacturer narrative:
Eval: the iab was returned intact for eval with a sticky coating noted to be covering the balloon membrane. It appeared that the device was cleaned or wiped with some agent prior to its return for examination. Dried blood was noted on the exterior and interior of the balloon membrane. Underwater leak testing revealed a leak in the membrane. It was not possible to identify the true nature of the penetration which allowed blood to enter the device. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to identify the true nature of the penetration which allowed blood to enter the device. It appears that the damage to the balloon membrane obscured the appearance of the penetration making it impossible to determine its true origin.

Event description:
The iab was inserted into the patient on 10/20/97. On 10/24/97 after iabp for 130 hours, blood was noted in the helium tubing. (Event complications: none from the event - reported 11/6/97.) (Pt's current status: none - reported 11/6/97.)